Event description:
It was reported that the patient to the hospital with shoulder pain. A chest x-ray and computerized tomography(CT) scan was performed and the patient was found to have a right ventricular lead cardiac perforation. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray examinations of the lead did not find any anomalies.